Manufacturer narrative:
(B)(4). The lot was manufactured between august 27, 2013 - august 28, 2013. Evaluation summary: a review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was received for evaluation. A visual inspection identified a white particle floating in the fluid of the bladder, confirming the reported condition. A microscopic inspection was performed. The particle was approximately 1.0 square mm in size. The morphology was consistent with a fragment of polyester material used in the white screen filter of the device. A CAPA was opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intermate had a white particle floating in the reservoir. The intermate was filled with an antibiotic. There was no patient involvement. No additional information is available.